Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was broken and that the customer experienced very high blood glucose levels. The caller did not provide the exact blood glucose reading, only reporting that it was high. The customer stated that she had already disconnected from the insulin pump and had reverted to her back-up plan. She stated that her doctor stated that the insulin pump was broken. She stated that she had already changed the infusion sets, reservoirs, and insertion sites. The caller noted that she used the thigh, buttocks, and arm for insertion. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.